Manufacturer narrative:
An investigation has been initiated. Requests have been made for additional information regarding the patient, event, and device, as well as a request for the return of the device for evaluation. To date no further information has been received. A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that the patient died caused by air embolism getting into the valved peelaway.